Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised to have caused image failure and image noise due to unexpected stress on the cable caused by the user's handling and the failure of the cable unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the camera of the subject device had a failure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the cable was broken in the direction of the plug. And, when the cable was moved, there were interference stripes and image failures.